Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The patient needed care escalation from the previously placed intra-aortic balloon pump. After the impella 5.5 device was placed, the pump's optical signal was inappropriately giving flow/position information. Placement signal was disable and the impella 5.5 device remained in use, supporting the patient. Now two days later, the patient had a code stroke called due to confusion and facial drooping. Heparin drip was stopped and computed tomography was completed. The result of the computer tomography scan was negative. However, it was noted the patient was still lethargic and acting "off." And while the patient was confused, the patient pulled in the swan-ganz catheter into the right ventricle. Heparin drip was restarted the next morning. The patient was noted to be in stable condition. However, the following day the patient was decompensating. The patient intubated, sedated, ventilated and placed on venous arterial extracorporeal membrane oxygenation. The next two days the patient was moved to status 1 on the transplant list and the next day the patient was successfully bridged to transplant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿